Event description:
During explant, an 6 1/2" section of the cannula separated from the device and was retained in the superior vena cava with the tip in the right atrium. The piece was successfully removed the 08/28/97. This incident could have resulted in a pt injury, although it appears no pt injury occurred.